Event description:
It was reported that the procedure was to treat a tibial lesion. A 0.18 hi-torque connect flex peripheral guide wire was being advanced when it prolapsed inside the anatomy at the target lesion. The physician attempted to remove the guide wire, but the tip became stuck in a collateral vessel. Resistance was noted and the tip of the guide wire broke off and remains in the small collateral vessel in the patient. The proximal end of the guide wire was removed, and the procedure was successfully completed with a command 14 guidewire. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation will be attached to this report.

Event description:
It was reported that the procedure was to treat a tibial lesion. A 0.18 hi-torque connect flex peripheral guide wire was being advanced when it prolapsed inside the anatomy at the target lesion. The physician attempted to remove the guide wire, but the tip became stuck in a collateral vessel. Resistance was noted and the tip of the guide wire broke off and remains in the small collateral vessel in the patient. The proximal end of the guide wire was removed, and the procedure was successfully completed with a command 14 guidewire. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway.

Event description:
It was reported that the procedure was to treat a tibial lesion. A 0.18 hi-torque connect flex peripheral guide wire was being advanced when it prolapsed inside the anatomy at the target lesion. The physician attempted to remove the guide wire, but the tip became stuck in a collateral vessel. Resistance was noted and the tip of the guide wire broke off and remains in the small collateral vessel in the patient. The proximal end of the guide wire was removed, and the procedure was successfully completed with a command 14 guidewire. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.